Event description:
The pca pump was alarming low reservoir volume. The pump had been reporting volume administered over the course of the previous 15 hours to be at approximately 48ml total delivered. When the nurse opened the pump, she discovered the cassette/reservoir to be full. She used a syringe to determine that it contained 48ml (out of 50). Full review of the history, interviews with all nurses, and review of cassette equipment completed. Patient experienced withdrawal symptoms and increased pain over the preceding 15 hours. It was noted that the nurse that attached the cassette originally had difficulties making the connection. At one point there was an alarm stating high alarm/cassette damaged, however the nurse was able to restart the pump and the pump continued to report delivery of medication with no further alarm messages. Unfortunately, the original cassette was discarded and not retrievable. There was nothing unusual noted by the nurse who removed it. We have saved the pump's log which was helpful, though why the pump would show meds delivered and still have 48ml in the cassette remains unknown, although we have a theory that revolves around a piece of plastic that is a part of the cassette assembly.